Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the device allegedly had a catheter fracture. It was further reported that the patient was diagnosed with thrombosis. The current status of the patient was unknown.

Event description:
It was reported through the litigation process that, on (B)(6) 2017, a port was implanted via the left subclavian vein in a patient for the treatment of sickle cell anemia. Approximately one month and three days later, on (B)(6) 2017, the patient was diagnosed with thrombosis and occlusion. Additionally, it was reported that the catheter had allegedly fractured. Subsequently, the port was removed on (B)(6) 2024. Further, a new port was implanted on the same day. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges the patient was implanted with an unknown bard powerport via the left subclavian vein. One month and three days later, b mode imaging revealed evidence of acute deep vein thrombosis in the left subclavian, axillary and proximal brachial veins. Subsequently, the port was removed six years and five months and eighteen days later. Therefore, it can be confirmed that the patient had experienced deep vein thrombosis and occlusion of axillary and proximal brachial veins. The investigation is inconclusive for the reported catheter fracture and obstruction of flow issue as no evidence was found in the provided report. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d1, d4 (medical device catalog #), d6 (medical device implant date), g3, h6 (patient, device, component, method) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.